Manufacturer narrative:
Final analysis found the allegation of blackened prongs was not verified. The root-cause of the no power issue was that the ac power adapter's main pcb sustained damage through the ac electrical power outlet.

Event description:
It was reported that a power pole by the patient's home was hit by lightning, and the merlin at home transmitter was damaged resulting in blackened prongs and would not power on. The device was returned and exchanged.